Event description:
It was reported that pump displayed malfunction alarm malf 24 with associated fault ID and could not be reset, and no notable events occurred before malfunction. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment with updated software.